Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a fistula gram procedure, after selectively catheterizing the patient's brachial artery, an arteriogram was completed to successfully evaluate patency of the radial and ulnar artery. During removal of the catheter, the tip detached and lodged within the patient's distal radial artery. After multiple attempts to unsuccessfully remove the foreign body from the patient, the physician transferred the patient to a hospital for surgical removal. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.